Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken. It was also noted that the upper case was dented and broken, the display lens was cracked, both bail covers were broken, the ring cover was contaminated, one printed circuit board (pcb) screw was floating around loose inside the device, the battery contacts were compressed, the serial number label was damaged, and the main pcb was out of specification. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had broken cases. Therefore, the epg was returned for service. The device was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis found that the initial test failures were atypical, the pattern of failures are sometimes associated with tester error. A full functional test was performed again and this time the main pcb passed. Conclusion: no defect found with main pcb.